Event description:
A cracked and shattered touchscreen was reported, rendering the pump's touchscreen unresponsive. The impact on the customer's blood glucose level was not reported, and the customer declined to provide this information. As a resolution, the customer was sent a replacement pump by technical support. The customer was instructed to return the damaged pump and was provided with guidance on the necessary steps for using the replacement pump. However, they declined to complete training for the updated software.